Manufacturer narrative:
(B)(4). An engineering quality review was completed for this complaint file. The reported condition of a spike separating from a supply bag was not confirmed due to a lack of sample. There was not enough information available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number was unknown; therefore, a batch review was not performed. Similar complaints have been received for this reported problem, but there is no adverse trend for this issue.

Event description:
A customer contacted global technical services (gts) regarding a spike that fell out of the bag on the homechoice (hc) unit during set up. The home patient (hp) stated she was trying to start set up over. The technical service representative (tsr) assisted the hp to end setup so she could start with new supplies as requested. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.